Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device : unknown location') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Current weight 122 lbs. Concurrent conditions included body mass index normal, prolapse, neoplasm, endometrial atrophy, adenomyosis, paratubal cyst, uterine bleeding, pelvic congestion syndrome and pneumoperitoneum. Concomitant products included alprazolam (xanax) since 2003, amitriptyline from (B)(6) 2018 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2017 to (B)(6)2017, gabapentin from (B)(6)2018 to (B)(6)2018, medroxyprogesterone acetate (depo-provera)(B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) , paracetamol (acetaminophen) since (B)(6) 2010, triazolam since (B)(6) 2012 and zolpidem tartrate (ambien) since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic / pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition : depression, psych injury"), anxiety ("psychological or psychiatric problems condition : mental anguish") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). In 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes - describe : premenstrual dysphoric disorder"). On(B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("upper back pain/lower back area"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with ibuprofen and surgery (robotic-assisted vaginal hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, premenstrual dysphoric disorder, depression, anxiety, migraine and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, back pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as jan-2014 now it is reported (B)(6) 2010. On insertion, 7 coils on both sides were seen. Patient received treatment for pelvic/ abdominal, chronic, back pain, gen. Abnormal. Bleeding, migration, fatigue diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. (As per pfs):total bilateral occlusion. (As per mr):bilateral tubal occlusion from essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Fatigue, back pain and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for vaginal bleeding, menorrhagia were updated to recovered / resolved based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device : unknown location') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Current weight 122 lbs. Concurrent conditions included body mass index normal, prolapse, neoplasm, endometrial atrophy, adenomyosis, paratubal cyst, uterine bleeding, pelvic congestion syndrome and pneumoperitoneum. Concomitant products included alprazolam (xanax) since 2003, amitriptyline from (B)(6)2018, cyclobenzaprine from (B)(6) 2017, gabapentin from (B)(6)2018, medroxyprogesterone acetate (depo-provera)(B)(6)2010 to (B)(6)2011, nsaids since (B)(6)2010, paracetamol (acetaminophen) since (B)(6)2010, triazolam since (B)(6)2012 and zolpidem tartrate (ambien) since 2003. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pain pelvic / pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition : depression, psych injury"), anxiety ("psychological or psychiatric problems condition : mental anguish") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). In 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes - describe : premenstrual dysphoric disorder"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("upper back pain/lower back area"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with ibuprofen and surgery (robotic-assisted vaginal hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, premenstrual dysphoric disorder, depression, anxiety, migraine and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, back pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2014 now it is reported (B)(6)2010. On insertion, 7 coils on both sides were seen. Patient received treatment for pelvic/ abdominal, chronic, back pain, gen. Abnormal. Bleeding, migration, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded. (As per pfs):total bilateral occlusion. (As per mr):bilateral tubal occlusion from essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Fatigue, back pain and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device : unknown location') and genital haemorrhage ('gen. Abnorm. Bleed') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Current weight 122 lbs. Concurrent conditions included body mass index normal, prolapse, neoplasm, endometrial atrophy, adenomyosis, paratubal cyst, uterine bleeding, pelvic congestion syndrome and pneumoperitoneum. Concomitant products included alprazolam (xanax) since 2003, amitriptyline from (B)(6) 2018, cyclobenzaprine from (B)(6) 2017, gabapentin from (B)(6) 2018, medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, triazolam since (B)(6) 2012 and zolpidem tartrate (ambien) since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic / pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition : depression, psych injury"), anxiety ("psychological or psychiatric problems condition : mental anguish") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). In 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes - describe : premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("upper back pain/lower back area"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with ibuprofen and surgery (robotic-assisted vaginal hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, premenstrual dysphoric disorder, depression, anxiety, migraine and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, back pain, fatigue, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2010. On insertion, 7 coils on both sides were seen. Patient received treatment for pelvic/ abdominal, chronic, back pain, gen. Abnormal. Bleeding, migration, fatigue . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. (As per pfs):total bilateral occlusion. (As per mr):bilateral tubal occlusion from essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Fatigue, back pain and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " abdominal pain, gen. Abnormal bleeding, allergy: other" were added. Outcome of events "pain, bleeding, allergy, other" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device : unknown location') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Current weight (B)(6). Concurrent conditions included body mass index normal, prolapse, neoplasm, endometrial atrophy, adenomyosis, paratubal cyst, uterine bleeding, pelvic congestion syndrome and pneumoperitoneum. Concomitant products included alprazolam (xanax) since 2003, amitriptyline from (B)(6) 2018 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, gabapentin from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, triazolam since (B)(6) 2012 and zolpidem tartrate (ambien) since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic / pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition : depression"), anxiety ("psychological or psychiatric problems condition : mental anguish") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). In 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes - describe : premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("upper back pain/lower back area"). The patient was treated with ibuprofen and surgery (robotic-assisted vaginal hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, premenstrual dysphoric disorder, depression, anxiety, migraine, fatigue and weight decreased outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2010. On insertion, 7 coils on both sides were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. (As per pfs):total bilateral occlusion. (As per mr):bilateral tubal occlusion from essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Fatigue, back pain and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received : previously reported event of "injury nos" replaced with event of pelvic pain. New events added - premenstrual dysphoric disorder, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, depression, mental anguish, migraines / headaches, migration of essure device, dysmenorrhea (cramping), dyspareunia, fatigue, weight loss and back pain. Medical history, concomitant condition, concomitant drug, treatment drugs were added. Reporter¿s information and patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.